Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle poly bag was found ripped on the bottom, and clear liquid was noticed on the tip of he hub during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: she also reported the bottom of the bag was torn a little on the sealed poly bag. She also reported after this incident they are starting to notice clear liquid on the tip of the hub (bottom of she needle on the top of plastic) on all syringes including the different box. He did not use the syringe.

Manufacturer narrative:
Investigation: no samples (including photos) pertaining to this complaint were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle poly bag was found ripped on the bottom, and clear liquid was noticed on the tip of he hub during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: she also reported the bottom of the bag was torn a little on the sealed poly bag. She also reported after this incident they are starting to notice clear liquid on the tip of the hub (bottom of she needle on the top of plastic) on all syringes including the different box. He did not use the syringe.